Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens of diopter -10.0/+1.5/103 into the patient's right eye (od) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a longer length lens due to low vault. This did not resolve the problem. The doctor reported, "replaced but still low vault, so surgically replaced again ((B)(6) 2022). Good since then." Cause reported as unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).